Event description:
Allegedly the implants generate metal debris, corrosion and metal ions, which cause dangerously elevated blood levels of cocr ions adverse tissue reactions, pseudotumors, necrosis, bone loss .